Event description:
It was reported that during capture threshold testing, the telemetry connection between the implantable cardioverter defibrillator and the programmer froze upon ending of the decrement test; however, the device continued to decrement, resulting in a loss of capture. The patient experienced asystole. The programmer was not responding, so the programmer was turned off to revert the device to previously programmed settings. The patient was in stable condition.

Manufacturer narrative:
The device was subject to the decrement test field action issued by abbott on 10 march 2022.